Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was on bedrest post heart catheter and foley inserted due retention upon discontinuation of foley after bedrest being up and a resistance was met attempting to discontinue device. Representative called for assistance and they lubricated the foley and reinserted the foley after verifying balloon deflation and irrigation with saline in attempt to break up any clots after visualizing bloody urine in the tubing and reattempted to pull out foley with no success. They were able to pull foley to the tip of the penis but no further without meeting resistance. At this point they re-lubricated catheter and continued to irrigate until catheter eventually came out. Upon inspection of catheter tip, the area of the balloon appeared to be default and ridged and the catheter was sticking out all around and not smooth. Nurse was notified and tip was cut and left for their inspection. Additional kit was opened and balloon was noted to had ridges, not smooth and balloon on that kit was inflated and deflated and fold in material was noted upon deflation. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. The investigation was concluded, and no additional action is required at this time. As the reported event is unconfirmed neither a risk review nor labeling review is required. Correction: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient was on bedrest post heart catheter and foley inserted due retention upon discontinuation of foley after bedrest being up and a resistance was met attempting to discontinue device. Representative called for assistance and they lubricated the foley and reinserted the foley after verifying balloon deflation and irrigation with saline in attempt attempt to break up any clots after visualizing bloody urine in the tubing and reattempted to pull out foley with no success. They were able to pull foley to the tip of the penis but no further without meeting resistance . At this point they re-lubricated catheter and continued to irrigate until catheter eventually came out. Upon inspection of catheter tip, the area of the balloon appeared to be default and ridged and the catheter was sticking out all around and not smooth. Nurse was notified and tip was cut and left for their inspection. Additional kit was opened and balloon was noted to had ridges, not smooth and balloon on that kit was inflated and deflated and fold in material was noted upon deflation. No medical intervention was reported.